Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The pharmacist from hospital had a customer come in to intensive care unit with diabetic ketoacidosis, 33 weeks pregnant and in labor at the same time. The pharmacist was advised to have spouse contact helpline with pump serial numbers so we can troubleshoot.